Event description:
It was reported that the pt experienced no stimulation sensation following a replacement. Impedance measurements were normal, though slightly elevated, except for contact 12. The pt was programmed using varied electrode combinations, and the pt was satisfied. The impedances on electrode 12 did not return to normal within 7 days. The previous implantable neurostimulator (ins) reached end-of-svc on (B)(6) 2011. There was no known accident or incident related to this complaint. It was unk if movement or palpating caused stimulation changes. It was reported that the pt was not injured.

Manufacturer narrative:
(B)(4).